Manufacturer narrative:
The device was returned for evaluation. In addition to the electrical problem and scope error, the device showed oxidation at the electrical connector and residue at the electronic connector. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope turned off when the remote switches were used. The device was returned for evaluation. During evaluation, the device was found to relay an error code b30 (scope communication error) and the device had an electrical continuity error due to fluid ingression. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed b30 scope communication error issue could not be determined, however, the issue was likely due to observed water ingress into the charged-coupled device connector, resulting in corrosion at the scope connector circuit board. The event may be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.